Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that the insulin pump received unexpected restart alarm. The customer¿s blood glucose level was unknown at time of incident. The customer reported that they were able to clear the alarm and were able to complete rewind. The customer was advised to remove the current battery from the pump and insert a new battery and insulin pump alarmed unexpected restart alarm. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.